Event description:
Rptr had silicone breast implants. They ruptured and were replaced with saline implants. They ruptured too in 1999. Rptr has been unable to get info on MFR of the saline implants. Rptr is interested in whether MFR is responsible for paying for the removal of the implants.